Manufacturer narrative:
Describe event or problem corrected. Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation and wire lumens. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 8mm from the proximal weld. The shaft torn/burst is consistent with the reported balloon burst. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
The target lesion was initially reported as the right coronary artery (rca) and the correct target lesion is the left anterior descending artery (lad).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed, de novo, 2.5mm x 24mm, concentric target lesion was located in the right coronary artery (rca). The physician pre-dilated the lesion and noted it was 80% stenosed immediately after. A promus premier stent was implanted in the target lesion. Then a 12mm x 3.00mm nc quantum apex balloon was advanced for post-dilation and inflated to 16atm for 30 seconds. It was then noted the balloon ruptured. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.